Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause couldn't be determined as there was no device performance issue.

Event description:
It was reported to vyaire medical that the bellavista1000 us is broken. That is all the information provided. No patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.